Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis screen went black, rendering the station inoperable. A technical support specialist (tss) attempted to dial into the station but was unable to access it, with remote smart service (rss) reporting ¿waiting for agent¿ and showing a delayed last connection. Rss restart packages were deployed, but downloads remained pending. The customer confirmed the station had been rebooted without improvement. Subsequently field service engineer (fse) replaced the drawer controller card, ran hardware test application (hta) diagnostics, removed medications from beneath the pockets, and recovered the drawer. Inventory and narcotic access were verified, and normal operation was confirmed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not working. User tried to fix the drawer, but screen went black. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.